Event description:
Attorney alleges that when the neurostimulator and its component parts left the manufacturer they were not reasonably safe for their intended use as they were in such a condition as to cause or contribute to post-operative infection. No specific information was provided. Attorney alleges that at all relevant times following implant surgery the patient was exhibiting signs and symptoms of post-operative infection and made complaints and demonstrated those signs and symptoms at post-operative follow up visits between (B)(6) 2010. The infection was first diagnosed on (B)(6), 2010. Attorney alleges that as a result of the spinal cord stimulator and its component parts being in a condition that was not reasonably safe, patient was injured; suffered great pain; was disabled and kept from attending to her ordinary affairs and duties; and suffered the loss of a normal life; all of which injuries and conditions are permanent.

Manufacturer narrative:
(B)(4). Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; extension: model v294519012, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; programmer: model 37743, serial# (B)(4).